Manufacturer narrative:
The investigation for the thrombus and the positioning issue has been completed. The impella was not returned for evaluation. However, clinical details were sufficient to determine the root cause for the positioning issue. The cause of the positioning issue most likely was use related due to improper technique. As the necessary information was not provided, the root cause of the thrombus was not determined. D.7a revised as selection was inadvertently omitted from initial manufacturer device report number 1220648-2024-15071. H.6 code 4627 was reported incorrectly on the initial manufacturer device report number 1220648-2024-15071. A new code was added.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the impella rp flex started on p2 and increased to p6 per physician order. Flows increased to 3.1 liters per minute. The pigtail deflected in the left pulmonary artery. The peel away sheath was removed under fluoroscopy, and repositioning sheath was inserted. The repositioning sheath and catheter got caught on a x-ray shield, and the pump was pulled out of the pulmonary artery. The impella rp flex was unable to advance. Rewiring was attempted through the inlet cage but was unsuccessful. The impella rp flex was pulled out and a new 23 french sheath was inserted. Clots were noted on outlet and the decision was made to prep and prime a new pump. No patient harm has been reported.